Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-11283. It was reported the patient experiences hip and thigh pain due to recharging the ipg. The patient has refused to receive a replacement charger and plans to undergo surgical intervention. The patient will meet with his physician to discuss the next course of action.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.